Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The us complainant had placed a cp to support a patient for a high risk percutaneous coronary intervention. The patient had many cardiac and systemic issues, such as coronary artery disease and dialysis. The pump was placed but after a day of support the pump was seen to be in suboptimal location. With repositioning the pump came out and was explanted and replaced. The patient survived the event.

Manufacturer narrative:
The investigation for the positioning issues has been completed. Product was not returned for review. Based on clinical description, the root cause of positioning issue was most likely use related with pump caught at mitral apparatus and unable to reposition. Added- h6 impact code 4629, 4628.